Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-00117. It was reported that a transmission sent for a patient in the emergency room on (B)(6)2020. Upon investigation, freeze capture showed intermittent loss of capture. It was unclear whether the capturing issue was due to the lead or the device. Technical services was contacted and they instructed to turn off auto capture and program a set output. The programming changes were made. The hospital¿s device nurse ran a manual threshold test determining capture was 1.0 volts at 0.4 milliseconds, output set to 2.5 volts at 0.4 milliseconds. All lead numbers were normal and within range. The patient is stable.